Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the unit and inspected the machines log, but did not find any autofill alarms. The machine did show alarms such as catheter restriction or leak in iab circuit. The fse ran machine for two hours on a test balloon, and confirmed no alarms. Could not verify or duplicate the reported issue. The unit passed all tests, and was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by phone that the cs300 intra-aortic balloon pump (iabp) unit not functioning properly. Customer requested that the unit be checked out for proper operation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported by phone that the cs300 intra-aortic balloon pump (iabp) unit not functioning properly. The machine alarm, catheter restriction. Customer requested that the unit be checked out for proper operation.